Event description:
It was reported that pump experienced malfunction with non-resettable malfunction code, and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump shipment, confirmed address, explained need to program pump settings and reconnect cgm, and provided instructions for putting malfunctioning pump into storage mode and returning it to tandem within specified time frame.